Event description:
Clinic notes were received indicating that the patient has experienced an increase in seizures and is being referred for generator replacement. The note indicates that the generator has reached end of service and requires replacement. It is unknown if the increase in seizures are above the patient's pre-vns baseline frequency. Attempts to obtain additional information will be made, but no additional information has been received to date. Surgery is likely, but has not occurred to date.

Event description:
It was reported that the patient underwent generator replacement surgery. The explanted generator has not been received to date. An implant card indicated that the lead impedance with the new generator attached to the existing lead was within normal limits.

Event description:
It was reported that the explanting facility discards explanted devices; therefore, no product analysis will be performed.